Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the vessel locator button; however, the button would not stay depressed. The technician attempted to continue, but was unsuccessful. Hemostasis was achieved using manual compression. There was no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.